Event description:
Coopervision was made aware on (B)(6) 2014 by receipt of (B)(6) adverse event report regarding a patient who was seen at hospital on (B)(6) 2012 was diagnosed with an infectious corneal abscess. The event relates that an eye care solution (unknown) was used. The adverse event relates symptoms of right eye redness and pain. Cultures of the right eye lens returned fusanium (fusarium). The eye was treated with amphotericin b and improving. No additional information was received. This adverse event is being reported based on the infectious corneal abscess that required medical intervention to prevent permanent damage to body structure or function.

Manufacturer narrative:
Lot number supplied acl3401079130402 is not recognized by cv inventory, by the eye care practice, or our suppliers. The association between coopervision lens and the event is unconfirmed.